Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was not sensible and was unable to recognize the stylus. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus and display issues. The stylus and display were both out of specification. Analysis also noted that the keyboard hinge was broken and the programmer was missing the sliding keyboard cover. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.